Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, it was noted that the helix was defective. The lead was not used and a new lead was implanted. The lead was discarded and would not be returned.